Manufacturer narrative:
It was reported that a 51-year-old male patient underwent an ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium wherein the sheath had air flow back into the sheath and the patient experienced st segment elevation and air embolism. During aspiration of the vizigo, the hemostatic valve allowed air inside. The physician performed maneuver to eliminate bubbles with aspiration to remove any air-bubbles was just possible while closing hemostatic valve manual by using the thumb and wet sanitary napkins. Air embolism happened for 6 minutes visible on ECG. Atrial pacing and high dose oxygenation was provided as intervention; no specific measurements. There was no atrioventricular block requiring ventricular pacing. Procedure could be finished. Patient outcome from the adverse event was reported as fully recovered (no residual effects), st-segment normalization occurred after a few minutes. Device evaluation details: on 12-oct-2021, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and an evaluation of features of the sheath. Visual analysis of the returned sheath revealed that no damage or anomalies were observed on carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The sheath was connected to the carto 3 system, and it was recognized and visualized; no electrical issue found during ECG test. The sheath was deflecting and water was flushed into the sheath from the distal end using a syringe on the 3-way stopcock to verify if the hemostatic valve is disrupted for air to enter into the sheath. Additionally, based on the reported event, testing for liquid leakage through hemostatic valve of the sheath¿s introducer was performed, and no water leakage, bubbles or pressure decays were detected during the testing. A device history record evaluation was performed for the finished sheath batch number, and no internal action were identified. No malfunction was observed during the sheath analysis. The instructions for use contain the following recommendations: - before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. - flush and maintain continuous saline. The root cause of the adverse event remains unknown. The event described could not be confirmed as the as the sheath performed without any issue. Although no sheath defect was identified, there may have been other circumstances or issues that occurred during the use of the sheath that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium wherein the sheath had air flow back into the sheath and the patient experienced st segment elevation and air embolism. During aspiration of the vizigo, the hemostatic valve allowed air inside. The physician performed maneuver to eliminate bubbles with aspiration to remove any air-bubbles was just possible while closing hemostatic valve manual by using the thumb and wet sanitary napkins. Air embolism happened for 6 minutes visible on ECG. Atrial pacing and high dose oxygenation was provided as intervention; no specific measurements. There was no atrioventricular block requiring ventricular pacing. Procedure could be finished. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was reported as bwi product malfunction. Patient outcome from the adverse event was reported as fully recovered (no residual effects), st-segment normalization occurred after a few minutes. The patient did not require extended hospitalization because of the adverse event. A volumat mc agilia - fresenius kabi pump was used during this procedure. The patient has not exhibited any neurological symptoms since the procedure was completed.